Event description:
This is the information that was recieved from the initial reporter: the patient said that he has a lot of phlegm that often causes strong coughing attacks. He said that he sometimes inhales so strongly during these coughing fits that he feels his prosthesis and airway create a "vacuum" and make it hard to breathe. When this incident happened, the patient assumed this was a similar coughing fit. He said he was coughing incredibly strong, to the point that that he kneeled down and put his head on the floor to try to help clear his airway. He said that he then eventually coughed out the internal blue ring from the prosthesis. The patient stated that he had been alternating two nid voice prosthesis approximately every 4-5 weeks. The patient did not require medical care or hospitalization, he was fine once the ring was cleared. The patient only stated that he had reflux and burning in his throat and sinuses afterward, likely due to regurgitated stomach acid. Description of the product: provox nid is a non-indwelling voice prosthesis for laryngectomized patients who are capable of handling the exchange and maintenance of a voice prosthesis independently of a clinician or physician.

Manufacturer narrative:
This is a follow up report after we, as manufacturer, received and evaluated the complaint product. Investigation: the prosthesis was cleaned followed by a visual inspection. The blue ring was in place at arrival to atos, however put in the wrong direction and it was loose. It is understood that it was put in place by the customer before sending it to atos. Since the ring was loose, the prosthesis was leaking. No pressure drop was measured. There are scratch marks on the ring and on the housing. Those are assessed not to be signs of excessive force. Glue was found around the lumen of the inner housing. No glue was found on the ring. This is expected, glue is more often found on the silicone material rather than the ring material. The patient has switched between two different nids every 4-5 week and has no original packaging left. Storage may harm the prosthesis. No sign on the prosthesis indicates incorrect handling or storage. Biofilm formation could grow into the silicone material of the voice prosthesis, deteriorating it in the process. No such signs could be found, candida only showed on the outside of the prosthesis. Review of manufacturing and quality inspection documents: non-conformity search: no non-conformity was documented concerning the finished product or its components. Lot documentation: 7111/1711168, finished product, ok. 71110/17.463.17, semifinished product, ok. 71122/17.223.04, pickled ring, ok. 90273/17.185.09, glue, ok. Manufacturing control steps: this product is manually manufactured and visually checked in several steps. Manual manufacturing of the different parts. 100% visual inspection after manufacturing. 100% leakage test. Pressure drop test, sampling. Pull test of housing/ring, sampling. Discussion: the product is designed to be inherently safe and developed to provide safety for the patient, user and others related to usability of the device. Stomach acids, mentioned by the user, could cause breaking of the prosthesis according to risk analysis. Usage of anti-candida medications not recommended in IFU, could also cause material properties to change. If the prosthesis is cleaned with cleaning agents not mentioned in IFU can also have an impact on the properties of the silicone, leading to a more brittle silicone housing. In earlier complaints an incorrect cleaning has caused the ring to loosen. So could also excessively force when cleaning or use of wrong size of the brush. Conclusion: no harm to the prosthesis could visually be found on the prosthesis that would cause the ring to loosen. The user may have used incorrect size of tools when cleaned the prosthesis or used wrong kind of lubricants or medications, or the prosthesis was handled without care or stored incorrectly. The investigation concludes that it is not likely that the incident was caused by a faulty product. Corrective and preventive action: as no product defects can be identified, there is no need for corrective or preventive actions.

Manufacturer narrative:
This is a preliminary report. According to the customer we will receive the device but we have not yet. The investigation has been initiated and further information about the event and the circumstances around it will be requested. The discussion below is based on preceding complaints, internal documents and discussions with product experts. Discussion: without the possibility to invest the actual product it is difficult to find a reason for the ring to loosen. The product is designed to be inherently safe and developed to provide safety for the patient, user and others related to usability of the device. The patient has switched between two different nid every 4-5 week. In earlier complaints incorrect cleaning has caused the ring to loosen. It can also be due to biofilm formation. The biofilm grows into the silicone material of the voice prosthesis, deteriorating it in the process. How the prosthesis has been stored when not used and if cleaned with cleaning agents not mentioned in IFU can also have an impact on the properties of the silicone, leading to a more brittle silicone housing. An investigation and a final report should be able to be completed within a four-weeks period.

Event description:
This is the information that was recieved from the initial reporter: the patient said that he has a lot of phlegm that often causes strong coughing attacks. He said that he sometimes inhales so strongly during these coughing fits that he feels his prosthesis and airway create a "vacuum" and make it hard to breathe. When this incident happened, the patient assumed this was a similar coughing fit. He said he was coughing incredibly strong, to the point that that he kneeled down and put his head on the floor to try to help clear his airway. He said that he then eventually coughed out the internal blue ring from the prosthesis. The patient stated that he had been alternating two nid voice prosthesis approximately every 4-5 weeks. The patient did not require medical care or hospitalization, he was fine once the ring was cleared. The patient only stated that he had reflux and burning in his throat and sinuses afterward, likely due to regurgitated stomach acid. Description of the product: provox nid is a non-indwelling voice prosthesis for laryngectomized patients who are capable of handling the exchange and maintenance of a voice prosthesis independently of a clinician or physician.